Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis following several e4 occlusion errors on the infusion device. She experienced nausea and vomiting, and her blood glucose was 702 mg/dl on hospital lab test. She was treated with insulin via injection and IV, pramin, and bicarbonate. The infusion device was downloaded, and it was found some e4 errors were not cleared correctly. It is unknown if the product will be returned for evaluation.